Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR number: 2184149-2020-00178. During the procedure, a hospital staff member experienced an electrical shock when they touched the tacticath. The tactisys was tested and passed hospital internal safety checks. The catheter was discarded. There was no physical damage to the tactisys, and no saline contamination, as the tactisys was draped during the procedure.